Event description:
It was reported the screen is out of calibration; recalibrated but only got worse. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the screen was out of calibration, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. Product ID: 229047 analyzer. (B)(4).